Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to duplicate any errors during initial test, however the proximal set up joint (psuj) was replaced to resolve error 23022. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and confirmed to have error 32100, indicating the board was reporting a voltage monitoring fault. Error 23022 was confirmed, indicating that the universal surgical manipulator had encountered a brake test error, with values pointing to the pitch. The psuj was installed on a test system, where error 319 was triggered upon start up. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause of the system errors is attributed to an electrical/fiberoptic defect of the vertical rolling loop fiber on the proximal set up joint, leading to errors 32100 and 319.

Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported getting error 23022 on arm 4, the csr tried hitting retry/ recover many times, but error persisted. Tse guided to hard power cycle patient side cart (psc) but no luck, error persisted, tse viewed logs and found 32100 pointing to board. The customer disabled arm 4 so he can complete his in service. There was no report of patient involvement or reported injury.